Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the sieve beds have low o2. Additional malfunction is the pilot valve alarms.